Event description:
It was reported that the patient presented with intermittent loss of capture on the right ventricular lead. It was believed that the lead experienced micro-dislodgement. The lead was ex-planted and replaced and the patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.